Event description:
It was reported that this right atrial (ra) lead was exhibiting possible loss of capture. No adverse patient effects were reported. This lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).